Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient started to notice a return of symptoms probably around august which started happening more and more. Then in september they started seeing the "call your physician" message on their 3037 programmer. Patient saw their managing healthcare provider (hcp) and the hcp checked it and said it had malfunctioned because it had only been implanted for 3 years and should have lasted longer. The hcp told the patient to call the manufacturer representative (rep) to determine next steps. The circumstances that led to the reported issue were unknown. Troubleshooting was unable to be performed as the patient did not have programmer present and could not recall the code that would have appeared on the call your physician message.